Event description:
Pt hematoma was reported.

Manufacturer narrative:
Device was examined by accomplishing functional checks according to defined test procedures in the dmta service guidelines. All results showed that the device was found to be in compliance with dornier specs. Hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. Customer did not provide any follow ip info regarding the pt.